Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than a year (11 months) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the screen going black twice was not confirmed. The screen going black could not be reproduced. And no abnormalities were found, during an operational check. Based on the results of the investigation, a definitive root cause of the screen going black could not be determined, since the issue was unable to be replicated, during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital. Added here due to character limitation in respective field.

Event description:
It was reported the video system center screen went black twice. After restarting, there were no abnormalities and the procedure was completed using the same set of equipment. The issue occurred during preparation for use. There were no reports of patient harm or injury.